Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: no samples or photos are available for evaluation. As a result, potential root causes are unable to be defined and no corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a potential root cause can not be defined rationale: no corrective actions are required.

Event description:
It was reported that 4 3 ml bd luer-lok¿ luer-lok¿ tips experienced leakage during use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown event description: caller reported past syringes have leaked. Number of occurrences: 4. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # unavailable. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is not available for investigation. Resolution - caller was able to successfully fill a cartridge.